Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient stated the pump was implanted in the right hip and about 2 months ago it started to bother her and has been gradually getting worse. The patient stated one time in the middle of the night, she was on her left side and when she moved her right leg the pain was so severe it made her cry out and she was screaming. The patient stated she called the ambulance and they brought her to the hospital and they think the pump was hitting the sciatic nerve causing her the pain. The patient stated since they were planning on replacing the pump next year, they were going to put the pump in the abdominal area instead of the hip.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer, and it was noted for over two years, the patient had not been able to sleep in her bed, because the pump was poking her in the back. It was noted about a year ago she woke in the middle of the night and could not move her right leg and at the hospital they told her the pump was hitting the sciatic nerve.